Event description:
Event description guidant received information that an interrogation of this boxed implantable cardioverter defibrillator (ICD) noted a monitoring voltage lower than box specifications.